Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported incomplete coaptation/slda was due to patient anatomy, and the cause of unchanged mr was due to the slda. The reported patient effect of mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 with flail gap and prolapsed leaflet. The clip delivery system (cds) was advanced and placed on the mitral valve. Post deployment the clip detached from the anterior leaflet (single leaflet device attachment (slda)). No treatment was performed and the procedure was completed with the mr remaining at 4. Per the physician, the slda was due to the patient anatomy. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.